Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per instructions for use: under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in a common femoral artery via 18fr sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostar xl device was advanced until blood back flow was seen no further into the artery. When deploying, the needles did not catch the artery wall and the sutures were not attached to the artery. Surgical suturing was required to achieve hemostasis. There was a clinically significant delay of two hours in the procedure. Two months post procedure the patient reportedly died due to an infection. It was confirmed that the patient death did not have any link with the tavi procedure or the prostar xl device. It was reported that the physician is not trained in the use of the prostar xl device. No additional information was provided

Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of a returned device for analysis a conclusive cause for the reported difficulty could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.